Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. Fse performed full pvt of ventilator. While performing the pvt of the vent, the unit was found to be out of tolerance on the air flow accuracy test. At 165 lpm, the analyzer, air flow and exhalation flow readings should fall between 148.5lpm to 181.5lpm. On this unit, at 165lpm, the analyzer measured 191.5lpm, the air flow reading was 165.8lpm and the exhalation flow reading was 188.6lpm. The air flow sensor needed to be replaced. Fse replaced air flow sensor. Performed full performance verification of ventilator per philips' manual. Unit passed all tests successfully. Returned unit to service. The reported complaint of the air flow accuracy reading out of spec. Was duplicated due to the air flow sensor heated film element was contaminated. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Philips field service engineer (fse) reported unit failed air-flow accuracy test. No patient/user harm reported.